Manufacturer narrative:
(B)(6) medical product: unknown femoral, cat#: unknown lot#: unknown, unknown femoral, cat#: unknown lot#: unknown. Aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop relat res (2012) 470:220-227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07289, 0001825034-2017-07290.

Event description:
It was reported in a journal article that one patient is experiencing dislocation of the femoral component, pain and limited mobility of the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further assessment, it was determined that this device in not a part of the stage one system used, and should be voided.